Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump lcd screen was scratched; the scratches have gotten worse over the past week and have made the display difficult to read. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that her bra may have caused the scratches. The insulin pump will be returned for analysis.